Event description:
I ordered lifepro cold air compression therapy machine on (B)(6) 2022 on (B)(6) and then used it. I used the air compression therapy machine on (B)(6) and air pump compression reached 100mmhg, which is too much pressure, makes leg wrap explode, my leg was bleeding. I find lifepro cold air compression therapy machine is medical class ii without a 510k; it is illegal to sell air compression therapy machine without a 510k. This machine damaged my body, my life. To protect more american lives, please inform lifepro to stop selling air compression therapy machine on (B)(6) and punish this company. Lifepro (B)(6) link is following, illegal (B)(6). FDA safety report ID # (B)(4).